Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer change the pump supplies multiple times. The customer's blood glucose level was 120 mg/dl. A pump system check using the current supplies on the pump found the pump and infusion set tubing to be functioning as expected. The customer removed the cannula and no damage was noted. However, the customer thought that the site may have been the cause. The customer inserted a new cannula. As of 12/12/2016, the customer reported not to have received another occlusion.